Event description:
It was reported that the patient experienced inflation issues with an inflatable penile prosthesis (ipp). Troubleshooting was attempted to no avail; therefore, a revision surgery was performed. There were no patient complications.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this ams 700 underwent a thorough analysis. The reservoir was visually examined noting tool marks by the strain relief junction; however, no leaks were identified. Visual analysis of the cylinders identified a hole in the first cylinder that was consistent with sharp instrument damage. The second cylinder passed visual inspection and leakage test. Upon visual inspection of the pump, the component did not present any anomaly. The pump performed within specification. Based on the information available and analysis results, there were no anomalies identified that could be related to the as reported allegations. A conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient experienced inflation issues with an inflatable penile prosthesis (ipp). Troubleshooting was attempted to no avail; therefore, a revision surgery was performed. There were no patient complications.